Event description:
It was reported that a patient underwent an anti-reflux procedure on an unknown date; and a suture was used. The needle snapped/detached during use. Suture broken into two parts and the fragment fell inside patient¿s body. Patient underwent x-ray to locate the missing needle; and doctor managed to remove the needle within the same surgery. There was 180 minutes of delay to complete the procedure successfully. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - was there any change in the patient¿s post-operative care due to the prolonged procedure? There was no change in patient's post-op care. - please provide procedure name and date: anti-reflux surgery. Date of surgery: cannot remember - what is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case): answered by physician. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002. Related events captured via: 2210968-2024-02284.